Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 02:26:42 on (B)(6) 2021. From 10:04:36 to 10:11:33 on (B)(6) 2021, asystole was detected two times. Patient's rhythm was sinus bradycardia at 50 bpm with bigeminy. The rhythm then degrades to asystole with unconducted p waves. The rhythm then transitions to an idioventricular rhythm from 60-90 bpm. The rhythm then degrades to vf with varying amplitudes. From 10:11:33 to 10:17:07 on (B)(6) 2021, the patient was in vf intermittently. Varying amplitudes, motion artifact, and CPR/motion artifact obscured the patient's rhythm and prevented the lifevest from treating the patient. At 10:15:30 on (B)(6) 2021, the patient received a non lifevest defibrillation. The rhythm at the time of the defibrillation was vf with CPR/motion artifact. The post defibrillation rhythm was vf with CPR/motion artifact. At 10:19:14 on (B)(6) 2021, the electrode belt was disconnected. Per continuous ECG recording the patient was last seen in asystole at the time the electrode belt was disconnected.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.